Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support in conjunction with the company representative performed further troubleshooting. Attempts to download the log files were unsuccessful as the machine restarts repeatedly. However, results of the log file information provided by the usb stick was sent to engineering for further analysis. Based on the analysis results, the device will be sent in for further investigation.

Event description:
The customer reported while using the bellavista 1000 a "black screen" issue on the device after start up. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The root cause was determined and it is due to the black screen issue of the epc component of the bellavista machine.